Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated the cause of death as acute respiratory distress syndrome secondary to aspiration secondary to mallory weiss with hematemesis.

Manufacturer narrative:
Concomitant medical products: 4968-35 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. Information received indicated the patient expired approximately two days after implant of implantable pulse generator (ipg) system.